Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor for the no disposable alarm, however this cannot be confirmed as no product was returned for investigation. A probable cause could not be determined for the reported air in line. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump alarmed no disposable pump wont run. There was air noted in line. Green flow stop. Patient not affected. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.